Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized several times due to hyperglycemia. The insulin pump was not present at the time of the phone call to perform troubleshooting. Nothing further was reported.